Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump button was occasionally unresponsive. The customer's blood glucose level was unknown at the time of the incident. The customer also informed that the insulin pump had no delivery alarms every 15 minutes. They had to change the infusion set multiple times. They also had to change the batteries more often every 2 weeks. The device will not be returned for analysis.